Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review could be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2020).

Event description:
It was reported through the results of a clinical study trial, a focused force pta balloon was used to treat the right femoral artery and dissection was identified. It was further reported that approximately 6-month post index procedure, stenosis was identified via duplex ultrasound. No treatment has been provided at this moment.